Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although the device was not returned it is likely the phenomenon was caused by a scope communication error. However, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the event occurred eight times. Two times included patient involvement and the other six times occurred during preparation for use. The customer confirms during patient use on may 10th and may 25th a 5-10 minute delay occurred while the users performed troubleshooting. Both procedures were successfully completed. The procedure did not need to be canceled/postponed and the condition of the patient was not impacted by the failure. The procedure was completed with the same device. No medical intervention (i.e. Treatment outside the scope of the procedure) required as a result of the reported problem. No other devices connected to the subject device when the failure occurred. The customer confirmed they do not perform many gi procedures, only about 20 a month. We provide this service for our inpatient only. We do not have an outpatient program. We only have one system for these procedures so when it is not working, we have no other alternative except to transfer patients to another facility.

Manufacturer narrative:
The device has not been returned for evaluation. If the device is returned, an investigation will be performed and a supplemental report will be filed.

Event description:
The customer reported that error codes b30 (scope communication error) and e216 (scope communication error) occurred with the evis exera iii xenon light source on eight total occasions. The customer reported that the errors occurred twice during patient procedures (diagnostic/therapeutic colonoscopy) and a delay occurred while the users performed troubleshooting. Both procedures were successfully completed. The customer was unable to confirm which errors occurred on which dates but stated errors were identified during patient use on may 10 and may 25. The other errors occurred prior to patient use on may 15, may 16, may 17, may 19, may 22 and may 24. This report concerns the event of may 16. Medwatch for the event on may 10 submitted for patient identifier # (B)(6). Medwatch for the event on may 15 submitted for patient identifier # (B)(6) . Medwatch for the event on may 16 submitted for patient identifier # (B)(6) (this report) . Medwatch for the event on may 17 submitted for patient identifier # (B)(6). Medwatch for the event on may 19 submitted for patient identifier # (B)(6). Medwatch for the event on may 22 submitted for patient identifier # (B)(6). Medwatch for the event on may 24 submitted for patient identifier # (B)(6). Medwatch for the event on may 25 submitted for patient identifier # (B)(6). According to the customer, there were no cancellations, no postponements and no patient harm was reported due to any of the events.